Event description:
The perfusionist reported a pink tinge in the heat exchanger water lines attached to the oxygenator. There was no report of pt injury.

Manufacturer narrative:
The custom perfusion pack, catalog number 088108900 is a pre-amendment device. One primo2x oxygenator was returned to sorin group USA, inc. For eval. A visual inspection did not reveal any obvious defects. Leak testing of the device did identify a small leak path between the blood side and water side of the heat exchanger. The oxygenator was returned to MFR for further evaluation. Al follow-up report will be filed with sorin group's findings.